Event description:
Product was used to cauterize vessels during breast augmentation surgery. Small, pinpoint break in insulation on middle portion of product caused a small burn under the patient's right breast. Dates of use: 2008. Diagnosis or reason for use: breast augmentation surgery. Event abated after use stopped or dose reduced: yes. Event reappeared: no.